Event description:
It was reported via repair work order that there was a pin hole sized hole, water leaking from hole when running. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that there was a pin hole sized hole, water leaking from hole when running. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device was scrapped by the customer and not made available for further evaluation by a stryker representative. The alleged event could not be confirmed.